Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to a third-party service center and during the evaluation, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed. Additionally, not related to the issue the device's bottom enclosure is damaged, scratches were observed on the upper enclosure and debris was noted on the lcd screen. The device's bottom enclosure and upper enclosure were replaced to address the issue.